Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had frequent meter blood glucose messages with the insulin pump. The customer reported the message occurred 50 times in the past month. Customer also reported an incident where they did not receive any readings from the sensor. Customer also reported experiencing low blood glucose in the range of 50 mg/dl and 60 mg/dl. Customer stated their low blood glucose was caused by the lack of food. The customer declined to return the insulin pump for analysis.